Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jun-2024. The investigation was completed on 26-jun-2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, alert 106 "force catheter sensor error" was observed on carto 3 screen. The customer complaint was confirmed based on the picture received. The device was received at biosense webster (bwi) for evaluation. Visual inspection, and screening test of the returned device were performed following bwi procedures. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. Visual analysis revealed that the pebax had a hole. The device was connected to carto 3 system and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The force sensor error reported by the customer was confirmed due to the open circuit found. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; to ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes on the catheter tip must protrude from the distal tip of the guiding sheath. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿the pebax had a hole¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported, ¿106 alert code after the catheter plugged into carto and before first ablation (out-of-box failure)¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified that the pebax had a hole. Initially a 106 alert code occurred after the catheter plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on patient. Catheter was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-jun-2024, the pebax had a hole. The event was originally considered non-reportable, however, bwi became aware that the pebax had a hole on 26-jun-2024 and have assessed this returned condition as reportable.